Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
A review of the submitted log files extracted from hsc-166906 revealed data captured on (B)(6) 2026. Communication faults were captured at 14:41:52 - 14:43:04 and were consistent with the driveline not being connected. This was consistent with the driveline being disconnected per the reported controller exchange.

Event description:
A nonocclusive thrombus was seen on the outflow tract on computed tomography angiography (cta). A heparin drip was withheld for a planned transurethral resection of the prostate (turp) procedure and was restarted post procedure. The sire reported that flow went down to 0.1-0.5 lpm with no power spikes. Intermittent speed changes were seen during ¿low flow¿ alarm but eventually set back to the original set speed. The staff changed system controller prophylactically during the event with the same ¿low flow¿ readings post change. The patient felt faint but was responsive at the time of low flows. Treatment was resuming anticoagulation.

Event description:
It was reported that the patient passed away. The cause of death was suspected inflow/outflow obstruction as flows dipped to 0.5 liters per minute (lpm). The outcome was considered device or therapy related. No autopsy was performed. The pump was not explanted and would not be returned. It was later communicated that that cause of death was due to withdrawal from care for a worsening posterior cerebral stroke found with computed tomography (CT) scans on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion:review of the submitted log files confirmed the report of low flow alarms. The account attributed these events to thrombus. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported stroke and patient outcome could not be conclusively determined through this evaluation.it was reported that the patient was in a continuous low flow alarm state. The cause of the low flow alarms was identified as ¿papillary muscle vs thrombosis¿. Nonocclusive thrombus of the outflow tract was noted on computed tomography angiography. Patient symptoms included feeling faint, but responsive. The controller was exchanged by staff in an attempt to correct the low flow issue. Intermittent speed changes were also performed during the low flow alarm. The alarms reportedly self-resolved, and it was unknown whether the thrombus had resolved. It was noted that anticoagulation had been held for a planned procedure and was restarted post procedure. Additional information was provided that the patient later passed away. The cause of death was withdrawal of care for worsening posterior cerebral stroke. The submitted controller event log files captured a low flow alarm on (B)(6) 2026, during which estimated flow decreased to 0.0 liters per minute. Events consistent with the reported controller exchange were observed, and the low flow alarm persisted. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed while the driveline was connected.heartmate 3 left ventricular assist system, serial number (B)(6), was not explanted and was not returned for evaluation.the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications.the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website.section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, stroke, bleeding, and device thrombosis.section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in a continuous "low flow" alarm state. Log files from system controller (B)(6) were submitted for review and captured continuous communication faults on (B)(6) 2026 despite the system controller being reset a few times. The system controller was then switched out and used again on (B)(6) 2026 where it captured the communication faults once again. The patient then experiences a pump stop that occurred for 2 seconds from 2:52:06 pm to 2:52:08 pm. The log file then contained the onset of low flow estimates as well as sustained low flow hazard events. These flow readings did not appear to be the result of any external equipment malfunction. Lastly, the log file captures a lot of change in the speed of the pump and low speed limit. Additional log files from system controller (B)(6) were submitted for review on 24feb2026 and captured low flow event son 22feb2026 beginning at 2:36 pm. Flows dropped as low as 0.2 lpm before the system controller was disconnected at 2:41 pm. It was noted that the patient was asymptomatic at the time of low flows and was said to be back to baseline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient was symptomatic at the time of low flows and as of (B)(6) 2026 was back to baseline. On (B)(6) 2026, additional information was provided that the cause of the low flow alarms was papillary muscle vs thrombosis. The low flow alarms self-resolved, and both of the controllers were exchanged by staff during the low flow state urgently, to correct the "low flow" issue/alarms. It was also reported by the site that the communication fault did resolve with the controller exchange during the low flow state.